Manufacturer narrative:
Investigation: this complaint is due to inconsistent results of cpo when using phoenix panel nmic 307 (449283) batch 0210423. Lab result reports were provided but no product returns or isolates were provided for investigation. To investigate, a total of three (3) retention panels from the complaint batch were tested using a phoenix m50 instrument. Two (2) panels were tested using a qc isolate of klebsiella pneumoniae (14780), and yielded the correct mics and carbapenemase resistance marker (positive). One (1) panel was test using an in house isolate of pseudomonas aeruginosa 17925, and yielded the correct mics and carbapenemase resistance marker (positive). This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch.complaint trending was performed and a trend was identified for this defect in july 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported that while using panel phoenix nmic-307 false positive results were obtained by the laboratory personnel. An etest was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic-307 false positive results were obtained by the laboratory personnel. An etest was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.